Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. At the time of this report, the patient was recovering from the peritonitis. The cause of the peritonitis was unknown. Additional information was requested but is not available. Same patient as (B)(4). This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because disposable set was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused the reported event. A review of all batch record documents was performed for potentially associate lots h12j10047 and h12l20042 with no issues noted during the manufacturing process. There were no deviations from standard procedure.